Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Broken upper case pieces stuck in battery drawer compartment causing drawer not to open properly. Analysis also found the battery release and battery drawer are damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device failed preventive maintenance due to a battery compartment issue. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.